Event description:
Patient was contacted by dexcom customer service on (B) (6) 2010, as part of a courtesy reorder program. Patient stated that she had recently experienced a dexcom sensor reading of 128 mg/dl when her blood glucose reading was reportedly 58 mg/dl. Patient stated that she collapsed in the street and broke her ankle. It is unclear whether this event is related to the dexcom device. Dexcom technical support has made several attempts to reach this patient, but all requests for further information have been denied.